Event description:
It was reported that pump battery did not charge and customer saw power source alert in pump history. There was no adverse impact to the customer¿s blood glucose level. Customer continued using original tandem wall adapter and charging cable until pump began charging again, and no additional support or replacement was required.